Manufacturer narrative:
This issue is deemed a reportable event since the malfunction "tightness test failed / leak test failed" can lead to a delay in the therapy since the ventilator cannot be used. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the check valve assembly. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
The vent was believed to have been left in standby mode for 90+ hours and this morning when the tech ran the pre-op test the device generated the error message "release valve defective". They were unable to get device to pass the tightness test. After being sent to biomed the vent sat for an hour turned off and when tech tested the c1 again and all tests pass now.